Event description:
Information was received indicating that cadd legacy 1 pump alarmed that there was no a cassette attached. There was no patient involved.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due a cassette error. The analysis was unable to repeat customer's reported problem in that the pump "double beep no cassette" during the investigation. The pump was turned on, no disposable and high pressure alarm messages were found in the pump's event history logs. It's recommended that the downstream occlusion sensor to be replaced